Event description:
A surgeon reported two pts experienced "possible toxicity" to this product. Additional info was requested. This is the first of two MDR's being filed for this report. 1610287-2008-00023 pt #2.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the mfg documentation. No conclusions can be drawn. Additional info was requested on 06/13/2008 by mail and by fax and on 07/01/2008 by phone. Additional info has not been received.